Event description:
Entire supply of dexcom g7 sensors are defective and giving extremely false blood glucose readings and sensor errors. All are from same lot number 1725232001, manufactured on 8-01-25. Have used them for years, appears to manufacturing defect not user error.